Manufacturer narrative:
During the device evaluation, the motor and the printed circuit board (flex assembly) within the motor were found to be damaged, which is a probable cause of the bias current error. The device has been repaired but has not been returned to the user facility yet.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.